Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 at 10:00 and suture was used for the episiotomy. During the procedure, at 21:48, the cervix was free of laceration, and there was a 4 * 3 * 2cm hematoma on the right side of the vaginal wall. The lateral episiotomy was sutured in alignment, and the skin was sutured for cosmetic purposes. After the surgery , the patient was treated with buxue yimu pill orally to promote uterine rejuvenation, external washing with bai ai lotion, and anti infection with cefuroxime 1.5g intravenous drip. Post-op, on the 4th day after the procedure, the perineal wound was examined. There was inflammation and wound secretion. It was found that there was induration, pain, a little exudation, and no obvious redness and swelling. Considering the rejection of the suture, it was planned to remove one needle of the wound suture, wash and change the dressing of the wound every day, and discharge on the 7th day after surgery. On the 8th day after surgery , the wound was rechecked, and it was found that there was still induration, pain, a little exudation, and no obvious redness and swelling. The suture was removed. On the 11th day after surgery , the wound was obviously improved after dressing change in the outpatient department. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used?, what was the tissue condition (normal, thin, calcified, fragile, diseased)?, how was the suture placed (interrupted or continuous)?, how was the suture originally tied (multiple knots, square knot, etc.)?, was the hematoma present prior to the use of the suture for the episiotomy?, did the surgeon think the hematoma was caused by the suture?, how was the hematoma managed?, why was it stated that the lateral episiotomy ¿was sutured in alignment¿?, please describe any medical/surgical intervention required for this suture event including dates and results. What is meant by "needle' in the statement "it was planned to remove one needle of the wound suture"?, did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?, what symptoms did the patient experience following the index surgical procedure?, onset date?, other relevant patient history/concomitant medications?, did the patient have an infection?, were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?, did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Was the cefuroxime 1.5g intravenous drip given prophylactically?, were cultures performed? If so, please provide the results. What is the physician¿s opinion as to the etiology of or contributing factors to this event?, what is the patient's current status?.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/31/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the patient's current status? -good. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Was the hematoma present prior to the use of the suture for the episiotomy? Did the surgeon think the hematoma was caused by the suture? How was the hematoma managed? Why was it stated that the lateral episiotomy ¿was sutured in alignment¿? Please describe any medical/surgical intervention required for this suture event including dates and results. What is meant by "needle' in the statement "it was planned to remove one needle of the wound suture"? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Was the cefuroxime 1.5g intravenous drip given prophylactically? Were cultures performed? If so, please provide the results. What is the physician¿s opinion as to the etiology of or contributing factors to this event?